Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and the touch screen became shattered upon impact with the ground. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.